Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/9/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a needle and one used suture piece outside the foil packet were received for analysis. The product code is sxmp1b427. During visual inspection of the needle. Significant marks were noted at the edge of the swage area. The barrel hole was examined, and a suture remnant was observed. Besides that, the suture was noted to be crushed and cut probably caused by a surgical instrument. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a laparoscopic hernia surgery on (B)(6) 2025 and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. The procedure should be laparoscopic hernia surgery. There were no patient consequences reported. No additional information could be provided.